Manufacturer narrative:
(B)(4). This event is related to 2017865-2011-02079. Previously reported that the pacing lead impedance and capture threshold had increased. The lead was explanted and explanted. (B)(4).

Event description:
On (B)(6) 2011, it was reported that lead fracture was observed. The lead was explanted and replaced.